Manufacturer narrative:
One used sample was received and evaluated. Testing found the tubing separated from the arm of the distal clave y-site. The probable root causes could have been due to a low insertion of the tubing into the arm of the distal clave y-site or the solvent dried prior to insertion. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. No information was provided; therefore, the box was left blank. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified medication. At an unspecified time prior to the initiation of therapy, the customer contact reported that the tubing separated from the arm of the distal clave y-site of the tubing set. No additional information was provided.